Manufacturer narrative:
One level 1 hotline low flow systems - hl-390 was returned for analysis. The device was powered on and temp check was attached to the device. The temp check attached did not activate the microswitch and device was still alarming. The issue was due to a faulty microswitch, which was replaced to resolve the issue.

Event description:
Information was received indicating that level 1 hotline low flow systems - hl-390 had a nylon bushing is not matching up with the thermal test device. There was no patient involved.